Event description:
It was reported that the implant required moderate adjustment due to changes of anatomy.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon identified anatomical changes and calcifications as contributing factors, with no concerns regarding the implant design. Stryker¿s analysis confirmed the implant was manufactured per specifications and noted that anatomical variability, particularly in a tight and uneven area later included per the surgeon¿s request, likely contributed to the fit issue; minor trimming during surgery is not uncommon, and no device-related problem was found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.